Event description:
Dealer received call alleging the irc1710 had caught fire. No injury is alleged.

Manufacturer narrative:
No injury reported. No prior incident of this type. After receiving product and documenting photos, MDR deemed necessary. Device is a distributed product, manufacturer to be notified.